Event description:
It was reported that there was t-wave oversensing on this right ventricular (rv) lead. Technical services (ts) analyzed device episode data of the patient's implanted cardiac resynchronization therapy defibrillator (crt-d) and confirmed t-wave oversensing. Ts discussed troubleshooting including device reprogramming and potentially needing a defibrillation threshold (dft) test. No adverse patient effects were reported. Currently, this lead remains in service.